Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed low. Left bundle branch block (lbbb) developed during deployment. The pre-existing first degree heart block worsened following implant and the pr-interval lengthened to 260ms. A permanent pacemaker was implanted five days following the valve implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.